Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 130 alarm during testing. Successfully downloaded history files and traces using thump. In further analysis in the pump history found multiple pump error 130 alarm on 05/13/2024 from 11:43:54.000 until 19:29:28.000, multiple pump error 43 alarm on 05/13/2024 from 17:17:44.000 until 17:25:40.000, multiple pump error 82 alarm on 05/13/2024 from 18:32:14.000 until 18:49:08.000, one pump error 3 alarm on 05/13/2024 at 18:39:41.000, one pump error 53 alarm on 05/13/2024 at 19:16:53.000 and one pump error 2 alarm on 05/13/2024 at 19:16:53.000. Pump was cut open to perform visual inspection and found corroded motor home switch and moisture damage on the pcba 1. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case during the visual inspection. Customer alleged for pump error 130 and 43 alarm was confirmed in the pump history due to corroded motor home switch. Pump error 82, 3, 53 and 2 alarm confirmed in the pump history due to corroded pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 130(this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement). The customer reported no adverse event. The event involved product(s) mmt-1885. Customer reported pump error. Troubleshooting was performed. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Customer will discontinue the use of the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.